Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es smart remote manager was failed for refrigerator to access medications, even after the reboot. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) failed. A field service engineer applied conductive grease to the spade connectors on the srm latch to resolve. After completing the repair, no errors or failures could be reproduced in either the main or test applications. The system functioned as intended after the field service engineer repaired the device.